Manufacturer narrative:
The complaint ticket has been reviewed and determined to be the same issue as described in a previously performed investigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level).

Event description:
The customer reported system solution leaking and the floor is flooding from the alinity m instrument. The connector of the diluent tubing from transfer pump to the reservoir is not tight, which caused the leaking issue. The field service engineer (fse) tightened the connector of the diluent at the transfer pump and resolved the problem. The system solution is leaking and left the instrument. The leak reached the flooring, and the floor was flooded. The leak is outside the footprint of the instrument. There was no report of injury or exposure regarding the reported leak. This incident is being reported to FDA because the incident occurred in taiwan using the alinity m system, list 8n53-02, which is also us FDA approved.